Manufacturer narrative:
Patient information was unavailable from the site. A site representative declined to provide patient information. A medtronic representative inspected the imaging system on-site. The user reported the mobile view station (mvs) wouldn't turn on and they weren't getting any charging lights. Found both din rail line power fuses blown. Replaced both fuses. The fuses have not been received by the manufacturer for evaluation. An electrical failure mode was confirmed, with the root cause being open power line fuses. A full imaging system check-out was completed following replacement of the fuses and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a procedure, the imaging system would not power on. It was reported that the there was no green power light on the mobile view station (mvs), and the image acquisition system (ias) battery indicator bars were not scrolling. The system was moved to multiple power outlets, and the user attempted to turn the system on multiple times without success. It was found that the power line fuses had blown, so the fuses were replaced and the issue was resolved. The procedure was completed successfully with the imaging system, and the patient was not impacted. The length of delay to the procedure was not provided.